Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have no battery installed and damaged case speaker wires. The case speaker wire was broken off at the speaker. No product performance issue identified related to spo2 and pulse rate were identified. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported rad-8s yield inaccurately low spo2 readings. No consequences or impact to patient were reported.